Event description:
It was reported that during surgery, the insert trial broke.

Manufacturer narrative:
The tibial insert trial was returned and evaluated. Part of the anterior tab was found to have some material missing; it was not returned with the device. Additionally, a fracture was identified running the length of the groove found on the underside of the device. Overall, the device displays general wear and use damage. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the complaint history for the associated batch did not reveal additional complaints. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed.